Event description:
It was reported that the customer tried to straighten the force bipolar instrument tips and they broke. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported not having any further information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base of grip the tip. A piece approximately 0.054" x 0.225¿ was found to be broken off. The broken piece was not returned.